Manufacturer narrative:
The pump was unable to prime during prime alarm test and motor error alarmed during basic occlusion test due to faulty force sensor resistor. The motor tested ok. There were cracks on reservoir tube lip, cracked battery tube threads, missing endcap sticker and scratched display window noted during visual inspection.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 240 mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.